Event description:
Based on the results of a hosp record audit, the ICD was at eri indication due to multiple shocks caused by noise on the rv lead. The rv lead impedence dropped significantly since implant, so an insulation break was suspected. The rv lead was capped and replaced. Should add'l info become available, this report will be updated.